Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient has had two separate infections at two separate times. The first instance of infection cleared after a few weeks of antibiotic therapy. The second instance of infection did not resolve. It was reported that wound healing was complicated by obesity and diabetes. Surgical intervention was performed and the lead was severed at the superior sternal incision site and removed. The device remains implanted. The physician plans to implant a new electrode to the existing device and remove the remaining portion of the old electrode after a few weeks of antibiotic therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient has had two separate infections at two separate times. The first instance of infection cleared after a few weeks of antibiotic therapy. The second instance of infection did not resolve. It was reported that wound healing was complicated by obesity and diabetes. Surgical intervention was performed and the lead was severed at the superior sternal incision site and removed. The device remains implanted. The physician plans to implant a new electrode to the existing device and remove the remaining portion of the old electrode after a few weeks of antibiotic therapy. The device was explanted and the electrode was capped.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.